Event description:
It was reported this balloon ruptured at 22 atmospheres, following multiple inflations, during a central cephalic vein angioplasty procedure. Following balooon rupture it was noted a portion of the balloon material had detached in the pt. Retrieval of the detached balloon material with a snare was successful and uneventful. Another balloon catheter was used to successfully complete the procedure without any pt consequences. This device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. The co's follow up revealed this balloon was inflated well beyond its rated burst pressure. The co believes the above factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the minimal dilating force required to dilate should be applied, minimizing the risks of balloon over-inflation or rupture... Caution: do not exceed recommended use pressue during this process... If resistance is encountered due to balloon rupture or for any other reason when removing the catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."